Event description:
It was reported that the arctic sun device got an alert 113 (reduced water temperature control) and was not calibrating. A functional check showed that the mixing pump had failed. They provided part no. And price for mixing pump device will be repaired onsite.

Manufacturer narrative:
Per peer review, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got an alert 113 (reduced water temperature control) and was not calibrating. A functional check showed that the mixing pump had failed. They provided part no. And price for mixing pump device will be repaired onsite.